Manufacturer narrative:
Analysis results not yet available. Once analysis is complete a follow up report will be sent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep). The rep reported that the lead would not advance completely into the housing of the neurostimulator (ins) during surgery. The rep reported that the hcp tried to advance the lead for 20 minutes. The hcp backed off the set screw, lubricated lead and nothing worked. The hcp then determined to abandon this ins and opened a new one. The lead fully seated into the new ins without further incident. No patient symptoms reported.

Manufacturer narrative:
Analysis result of ins (#(B)(4)) revealed that set screw was backed out too far.

Event description:
Product analysis has been completed now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.